Event description:
Noted leaks in the tubing where the roller clamp has been clamped. States it appears there is no relationship to how long the tubing is clamped and how many times the roller is opened and closed. No pt. Injury reported although the leaks have resulted in chemo spills.